Event description:
Same as #6000093-2005-01083. It was reported that two days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and the pt expired. Two taxus express2 drug eluging stents of unknown sizes were placed in the left anterior descending artery. Two days later, while the patient was still hospitalized, it was determined a thrombosis occurred. It is unknown what symptoms the pt experienced. They attempted to bring the pt back to the cath lab, but they were unable to make it before the patient expired. An autopsy was done and the cause of death was reported to be a sub-acute thrombosis.